Event description:
Genreal report received of an undocumented number of undocumented incidents of cassette alarms. It was reported that the tubings were primed with an unspecified amount of ns, and the upper portion of the y tubings were primed with blood for transfusion. The tubing cassettes were placed in the pumps and powered up. It was reported that the pumps alarmed "check cassette". The nurses reportedly removed the cassettes and placed them into another channel of the pumps, and the alarm conditions continued. The tubing sets were replaced and the infusions were resumed. There were no reported adverse patient effects or delays of critical therapy. Though requested, no additional information was provided.